Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and leads presented to the hospital for exploratory surgery to understand an infection of unknown origin. During the procedure it was noted that the device began pacing at the maximum tracking rate. The device was reprogrammed to a non-tracking mode and then vvir 100 but the behavior continued to be observed. Boston scientific technical services (ts) suggested the issue may be the result of minute ventilation (mv) sensor interaction with hospital monitoring equipment and suggested programming the mv off when the patient is exposed to monitoring equipment. The high rate pacing did not result in any patient harm. Following the procedure rate response was programmed back on and the patient discharged. The nature of the infection remains unknown to date. There was no reported change in status of the implanted system no additional adverse patient effects were reported.